Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon unintentionally implanted an lps option femur. Even during implantation, the surgeon didn't realize the wrong femur was being implanted and made cuts for a nexgen lps-flex femur.